Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Reason for implant surgery: stress urinary incontinence and pelvic prolapse. Concurrent procedure: tvh and posterior colporrhaphy. It was reported that following insertion the patient experienced pain, urinary problems and emotional problems.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced worst urge incontinence.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh, posterior colporrhaphy and cystoscopy due to pop, 2nd degree cystocele rectocele and sui.